Event description:
A patient experienced withdrawal with the following noted symptoms: increased pain, and nausea. Interrogation of the pump revealed that 10.7 mls of drug was expected to have remained in the reservoir, however, no drug was found remaining in the reservoir (0.0 mls were pulled back). Morphine (30 mcg/ml) was administered via the pump at dose rate of 5.675 mg/day. The patient had recovered without sequela following the device replacement surgery. Additional information is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.